Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the radio frequency preamplifier (rf preamp) was faulty. The fse replaced the rf preamp resolving the issue. (B)(4).

Event description:
The customer reported the conductivity was fluctuating out of specification on the lh500 analyzer. There was no impact to patient results.